Event description:
It was reported that the caregiver experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet, resulting in cgm signal loss and the pump not pairing or indicating that dosing would stop soon. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing without health impact. User support included remote troubleshooting and education, including instructing the caregiver to toggle bluetooth, restart, and re-pair the ilet with the dexcom g7, and to wait for readings to resume. Investigation of this case revealed no device malfunction identified during support and suggested a connectivity issue between the cgm and the ilet consistent with signal loss and pairing disruption. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and environmental or connectivity factors.

Manufacturer narrative:
Initial.